Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and two mesh products were implanted. It was reported that the patient underwent small bowel resection on (B)(6) 2020 during which the surgeon noted small bowel was damaged when he had to remove those areas of small bowel that had become plastered to the underside of the product. Adhesions were extensive with lots of small bowel plastered to the underside of the previously placed mesh. It was reported that the patient sustained an infection and enterocutaneous fistula from this surgery. It was reported that the patient underwent several additional surgeries to repair a small bowel perforation and the fistula, which required additional small bowel resection. It was reported that the patient died. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/16/2023. Additional information: d6. Additional b5 narrative: : it was reported that the death was a result of the mesh implant.

Manufacturer narrative:
Date sent to the FDA: 03/14/2023. Additional b5 narrative: : it was reported that the death was a result of the mesh implant.